Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that pn 32x4 italy vig was unable to deliver insulin. This was discovered before use. The following information was provided by the initial reporter: the patient reports that once the insulin units are loaded and the needle inserted into the skin, the plunger of the pen is "blocked", so much so that it is unable to give the injection. By changing the needle (pharmacist's suggestion), the problem disappears and manages to do the injection. Please note that he has destroyed the defective samples and he is not able to give me the lot number. In the last months he has noticed the issue several times, but he is unable to quantify. The event date is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pn 32x4 italy vig was unable to deliver insulin. This was discovered before use. The following information was provided by the initial reporter: the patient reports that once the insulin units are loaded and the needle inserted into the skin, the plunger of the pen is "blocked", so much so that it is unable to give the injection. By changing the needle (pharmacist's suggestion), the problem disappears and manages to do the injection. Please note that he has destroyed the defective samples and he is not able to give me the lot number. In the last months he has noticed the issue several times, but he is unable to quantify. The event date is unknown.